Event description:
It was reported that a patient presented for right ventricular (rv) lead due to loss of capture and loss of sensing. During the procedure, the physician noted that the rv lead was dislodged. The physician elected to cap and replace the rv lead on (B)(6) 2023. The patient condition was stable.